Event description:
Additional information was received that an alert was reported six months later via remote monitoring that this rv lead still exhibited high out-of-range (oor) pacing impedance measurements. The lead was evaluated and at the physicians discretion, the lead will remained implanted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted and will continue to be monitored. This investigation will be updated should further information be provided.

Manufacturer narrative:
The portion of the lead that was cut and removed was disgarded by the hospital staff and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that due to the high impedance measurements, a lead revision was performed. This rv lead was cut distal to the yoke and was capped and surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high out of range impedance measurements were reported on this right ventricular (rv). The lead remains implanted and will continue to be monitored. No adverse patient effects were reported.